Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced false negative results. Other, unspecified testing was performed with results returning positive. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "in my experience, this is not accurate. My household of 5 took this test. Everyone¿s results were negative. Then got tested somewhere else and we were all positive. I even took another test while I was positive just to test it, still said negative."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced false negative results. Other, unspecified testing was performed with results returning positive. There was no report of adverse patient impact. Eua# (B)(4) the following information was provided by the initial reporter: "in my experience, this is not accurate. My household of 5 took this test. Everyone¿s results were negative. Then got tested somewhere else and we were all positive. I even took another test while I was positive just to test it, still said negative."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿is not accurate. Household of 5 took the test, results were negative, got tested somewhere else and all were positive. Took another test while positive just to test it, still said negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.